Event description:
It was reported that the customer received multiple alarms that stopped insulin delivery. The pump history indicated that auto-off alarms occurred. The customer confirmed that there was no interaction with the pump for an extended time. The customer would clear each alarm and resume insulin delivery whenever an alarm occurred. The customer's blood glucose level was not impacted.

Manufacturer narrative:
The t: slim pump user guide states. "You can adjust the auto-off alarm setting (the default value is pre-set for 12 hrs, but it can be set anywhere from 5 hrs to 24 hrs, or off)." The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.